Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not working and did not turn on. The customer¿s blood glucose level was 123 mg/dl. Customer stated that there was a large crack on the back of insulin pump. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.